Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status eos. The device was implanted for over 40 months and 118 charging cycles were recorded to the device memory. The data returned for analysis as well as the memory content of the device was inspected. The inspection revealed the detection of nine vf episodes on january 28, 2019 between 08:04 and 08:25 am, which resulted in more than 76 shock deliveries. The inspection further confirmed the activation of the battery status eos on january 28, 2019 at 08:26 am, directly after the aforementioned shock deliveries. The analysis of the available iegms showed that this large amount of charging cycles was caused due to the detection of noise in the right ventricular channel. Due to the detection of noise the device performed successive charging cycles, thereby decreasing the battery voltage and eventually activating the eos battery status. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. There was no indication of a device malfunction. In conclusion, the device proved to be fully functional during analysis. The eos status of the device resulted from successive charging due to the detection of noise in the right ventricular channel. There was no indication of a material or manufacturing problem. Based on the information available for analysis, the integrity of the rv lead implanted with this ICD cannot be assured.

Event description:
Ous MDR - on (B)(6) 2019, home monitoring received one vt event, seven vf events, seven invalid atp treatments, one effective shock, 76 other shock events and eos was reported on this device.